Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual inspection of the returned product identified heavy damage to the remaining threads, and the implant is fractured laterally at the collar. The reported product was located on tooth site 19 and used for approximately 4.5 years prior to fracture. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported the implant fractured. All the fracture parts were removed from patient's mouth. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that an implant (oss313) fractured at tooth location 19. All fractured parts were removed.